Event description:
It was reported that the ilet insulin pump was accidentally dropped, resulting in a cracked and nonfunctional display screen consistent with a mechanical damage event to the device¿s user interface component. Symptoms included no adverse clinical effects. Outcomes included a replacement pump being shipped and instructions provided to sync data, shut down the damaged unit, return it with the supplied label, and complete start-up on the replacement while continuing dexcom use as normal. Investigation included customer interview and product history review. Investigation of this case revealed physical impact damage to the pump display with no evidence of device performance failure beyond the broken screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.

Manufacturer narrative:
Initial.